Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (prime issue) issue. The reporter stated that they had ¿issues priming pump¿. The pump was unavailable at the time of the call and no additional information was given. This complaint is being reported because the reported issue was not resolved and troubleshooting could not be completed. There was no indication that the product caused or contributed to an adverse event.